Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis due to unspecified device performance issues. The reservoir was removed and replaced. There were no patient complications in relation to this event.